Manufacturer narrative:
Vyaire medical file identification: (B)(4). Third party service technician evaluated the ventilator and was not able to verify customer's reported problem. All testing performed with good known test ac adapter and patient circuit connected. Ventilator passed 84 hour extended tests at customer settings. Ventilator failed troubleshooting final test tidal volume and flow performance. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the ltv 1150 unit auto cycles and causes an abnormally high inspiration rate. Patient involvement is not known at this time.

Manufacturer narrative:
Result of investigation: the equipment was received at the vyaire medical facility. The service technician was not able verify the reported problem. All testing was performed with a good known test ac adapter and patient circuit connected. Vent passed tests at customer settings however, failed troubleshooting final test tidal volume and flow performance. Tidal volume and flow performance test failed for non-conformance with measured inspiratory tidal volume (vti). Bench testing revealed vhome is out of specification. Performed vhome trim and vent passed tidal volume and flow performance test. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.